Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received on 04/19/2021. On (B)(6) 2017 bladder stone and urinary issues. Cystoscopy with bilateral double-j ureteral stent placement, laser bladder stone fragmentation, removal of bladder foreign body (suture). On (B)(6) 2017 exposure of vaginal mesh into vagina. Da vinci vaginal mesh excision and revision following bilateral ureteral mobilization, paravaginal and rectocele repair and sacral colpopexy. No other adverse patient effects were reported.